Event description:
This customer reported that the battery would not charge. Confirmation of problem: there was no report of pt involvement. Additional details are not known. This investigation remains open.

Manufacturer narrative:
(B)(4). This customer reported that the battery would not charge. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.